Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the mvs interface the system began functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. H4) missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when booting up the system, the image acquisition system (ias) shows ready status for everything except the last checkmark. This shows as "not connected to mobile view station (mvs)." Site had tried multiple reboots with no resolution. Technical services (ts) tried remoting into the ias computer to look for errors, but it stated that it could not connect to the computer even though the ias was on. The umbilical cable was reseated without resolution. The umbilical cable (including internal pins) had no visible damage. No patient present.